Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain, osteolysis, subsidence and loosening of the tibial component at the cement/implant interface. Depuy cement was used. It was reported that the tibial component may have been undersized and minimal poly wear on the insert.

Manufacturer narrative:
Although no device associated with this report was received for examination, review of the provided medical records confirmed the reported osteolysis, subsidence and loosening of the tibial component. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Medical records and x-rays were received and reviewed. From a medical perspective, based on the information available to be reviewed in the medical records, it is not possible to determine if the complaint is product related. X-ray review findings could not be confirmed without earlier radiographs to use for comparison. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.